Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were patient concern with the product, capsular contracture, baker grade unknown, "hurt," "feel full"

Event description:
Healthcare professional reported patient concern with the product. Patient reported capsular contracture, baker grade unknown, "hurt" and "feel full." Patient additionally reported "autoimmune things," and "psoriasis on feet"; these events are not related to the device. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening and crease flat. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported patient concern with the product. Patient reported capsular contracture, baker grade unknown, "hurt" and "feel full." Patient additionally reported "autoimmune things," and "psoriasis on feet"; these events are not related to the device. Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported patient concern with the product. Patient reported capsular contracture, baker grade unknown, "hurt" and "feel full." Patient additionally reported "autoimmune things," and "psoriasis on feet"; these events are not related to the device. Device has been explanted. This record is for the left side.